Event description:
It was reported that this patient received two inappropriate shocks due to oversensing of t-waves. Low/poor amplitude morphology was also noticed. Noisy signals could be reproduced when the patient performed a strong right twist movement, and another vector configuration was recommended. However, the vector configuration was not changed, and the patient will continue to be monitored. The patient was recommended not to perform any right strong twisting movements. Further information was received indicating this patient received another inappropriate shock. The patient will be brought to the clinic for signal evaluation of different sensing vector options. This subcutaneous implantable cardioverter defibrillator (s-ICD) remains in service and no additional adverse patient effects were reported.